Event description:
In this case, the customer reported that there are banding/bubble artifacts seen on the iterative model reconstruction (imr) cardiac images. The philips field service engineer (fse) confirmed that there was no harm to a patient, operator, or bystander. The customer stated that the bright and dark bands could be interpreted as low density calcium and could be mistaken for disease.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).